Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that the patient presented to clinic for routine device check. Upon interrogation non-sustained ventricular oversensing was observed on (B)(6) 2019. The electrograms were reviewed and it was discussed to continue monitoring due to the single isolated events on (B)(6) 2019. The physician opted to continue monitoring. The patient was stable prior to, during, and following the device check.

Event description:
New information notes myopotential oversensing was observed on the egm¿s. They were not reproducible. The events were isolated which is why the physician opted to continue to monitor.